Event description:
It was reported that the patient underwent a pocket revision due to pain at the pocket site. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.